Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
Universal modular electric/battery single trigger handpiece serial number (B)(4) was returned for complaint investigation. Upon receipt, the universal modular electric/battery single trigger handpiece was visually inspected and no issues were noted. The handpiece was tested and confirmed the handpiece operated within speed specifications. The handpiece did not emit an abnormal noise. The selector switch and trigger operated as intended the handpiece was previously upgraded. The handpiece passed the handle alignment test and the battery fitment test. The motor holding screws were properly recessed and the attachment release buttons functioned properly. The reported event was not confirmed during testing and the trigger operated normally. The handpiece did not necessitate replacement components. The reported event "trigger gets stuck" was not confirmed as the handpiece functional tests verified the handpiece and trigger operated properly. The root cause of the reported event was not confirmed during testing and cause cannot be determined.

Event description:
It was reported that during kit inspection prior to surgery, the trigger of the universal modular electric/battery single trigger handpiece was getting stuck when depressed and the spring mechanism was broken. Further clinical clarification was provided on (B)(6) 2015 that on user depression of trigger handpiece starts; on user release of trigger, the trigger does not fully return to neutral positon and results in handpiece remaining "on" without active user pressure on the trigger.